Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01399, -01400, -01401.

Event description:
Allegedly, patient required revision following failure of hip replacement. The hip failed by rotating 90 degrees.

Manufacturer narrative:
Complaint database was reviewed and no trend for item/lot was identified.

Manufacturer narrative:
.

Event description:
Additional information received 11/02/2015: allegedly patient was revised due to infection and cup loosening.